Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of products(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009 alleging that her onetouch basic meter was displaying a "not ok" message during a test. She indicated that the issue was intermittent and occurred with different vials of test strips. The pt claimed she became shaky and sweaty less than an hour after the reported issue began. Her symptoms suggest hypoglycemia; however, denied receiving any form of treatment. According to the troubleshooting performed by customer service, the reported issue was not resolved with troubleshooting. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of serious injury after the " not ok" issue began. In addition, the reported issue was not resolved with troubleshooting.